Event description:
It was reported that the customer had an error alarm during manual prime. The customer blood glucose level was unknown. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. No further information was provided.

Manufacturer narrative:
Analysis reports the insulin pump was alarmed a33 during basic occlusion test due to protruded/loose drive support disk. The insulin pump had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.